Manufacturer narrative:
New information received indicates the correct serial number is (B)(6). Previously reported on (B)(4) with MDR# 3030677-2021-16479. Device investigation is pending the return of the device.

Event description:
It has been reported that device speakers are not functioning correctly.